Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that cs100 intra-aortic balloon pump (iabp) is not working mains and showing electrical test fail#52 alarm. No one was harmed onsite.

Manufacturer narrative:
Updated field: b4, b5, b6, d10, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) checked system is not working with ac mains and not charging the batteries also, problem found with power supply board. Suggested the customer to replace pm 5000 hours kit. On 17/12/2024 power supply board and compressor replaced which customer has arranged, then checked system with demo balloon and trainer it is working fine and ready to use.

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) is not working mains and had electrical code 52 error. No patient involved.